Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and high r-waves. The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.